Event description:
The customer reported that while a iabp was in use on a patient, it generated the following alarms: blood back, rapid gas loss and autofill failure. The customer believes that the reason the iabp generated the alarms was that the unit was hit by an x-ray machine that bumped the safety disk/crm area of iabp, causing the safety disk/crm assembly to become dislodged. The iabp was replaced and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the safety disk/crm assembly had become dislodged. He reseated the assembly. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).